Event description:
On (B)(6) 2012, the patient contacted animas alleging that he experienced elevated blood glucose (bg) because he could not prime the pump and was not receiving insulin. The patient stated that he awoke the morning of (B)(6) 2012 to a loss of prime alarm, and when he tried to prime the pump he received a 'no cartridge detected' warning. The patient's bg at the time of the call to animas customer support was reportedly 380 mg/dl. The patient stated that he administered a correction injection. The patient reportedly did not check ketones, and there were no reported signs or symptoms of hyperglycemia. Customer support (cs) reviewed the pump with the patient and found that the loss of prime was due to an appropriately emitted auto off alarm. A review of the pump histories for (B)(6) 2012 indicated that the auto off alarm occurred at 9:26 am, followed by empty cartridge alarms at 9:50 am. A review of the prime history indicated that 145.5 units were primed at 9:51 am. The patient attempted to prime the pump again while on the phone with animas customer support, stating that there were 60 units in the cartridge. During the prime step, the pump emitted a 'no cartridge detected' alarm. The patient was instructed at that point to remove the cartridge from the pump and inspect it, and the patient noted that there were 60 units left in the cartridge. The patient was unable to push the cartridge plunger per customer support's instructions. The patient re-inserted the cartridge and performed a rewind, load, and prime sequence again, and this time the patient stated that an 'empty cartridge' alarm occurred. The patient again removed the cartridge and pushed on the plunger, and no insulin came out. The patient stated that the cartridge was empty. The patient could not explain what had happened to the 60 units of insulin that had reportedly been in the cartridge. The patient confirmed that he was disconnected from the pump during the call with cs. It was unclear whether the cartridge had been mistakenly filled with air or if it was filled with insulin. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported because the alleged issues that occurred while attempting to prime the pump remained unresolved, and customer support could not determine whether the pump had dispensed insulin during the load and prime steps or not.

Manufacturer narrative:
Follow-up #1 date of submission 05/16/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/02/2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump history reveals that the pump was in use for 20 hours. There was "no cartridge detected" and "pump not primed" warnings observed in the black box history. The force readings were not low, prior to the "auto off" alarm warnings. The pump settings show that the "auto off" was enabled for the duration of 12 hours. The auto off feature was found to be functioning appropriately with the pump emitting the appropriate audio and vibratory alarms. The pump was exercised for 29 hours with no delivery issues. The rewind, load and prime steps were successfully performed with no alarms noted. The force sensor was found to be within calibration and there was no damage to the force sensor. There were no loss of primes or alarms that occurred during testing. The reported "no cartridge detected" alarms were found in pump history but not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. A loss of prime warning is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.